Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge septum was damaged. Customer replaced the damaged cartridge with another cartridge to resolve the issue and insulin delivery was resumed. Customer's blood glucose was 76 mg/dl.